Event description:
It was reported that a red call doctor icon was seen on the communicator due to low out-of-range pace impedance measurements less than 200 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date updated to 01/01/2016 as additional information received indicated the right ventricular (rv) lead exhibited low out-of-range pace impedance measurements since 2016.

Event description:
It was reported that a red call doctor icon was seen on the communicator due to low out-of-range pace impedance measurements less than 200 ohms on this right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead had a history of low out-of-range pace impedance measurements since 2016. The patient was currently undergoing radiation therapy and was being monitored weekly. The latest in-office evaluation was 11/6/2024. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported, and it was noted that the patient was not pacer dependent.